Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle leaked.

Manufacturer narrative:
One full shelf carton was returned in good shape. Five samples were pulled from the shelf carton and leak tested. No failures or issues were observed. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 7087690 had 37 visual inspections performed on 2,000 parts with zero defects noted. Five leak tests were performed on 25 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage other with lot #7114679 regarding item #305136 qn review: no notifications were written for this batch, nor for the associated assembly batch. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable.

Event description:
It was reported that the bd precisionglide needle leaked.